Event description:
Healthcare professional reported "hematoma evacuation". Healthcare professional later reported "severe capsular contracture with spontaneous submuscular capsule tear measuring >10cm likely leading to hematoma" baker grade unknown and "per MRI - peri-implant fluid - differential considerations are a seroma/hematoma". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted, replaced and is not going to be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "hematoma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma and capsular contracture grade IV.